Manufacturer narrative:
It was reported that after obtaining a sample, when unscrewing the syringe, the port came loose from the foley tubing and was attached to the syringe. The port was placed back on the system and the bag was replaced. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Sample port broke off.